Manufacturer narrative:
A ge service representative performed an on site investigation. The system disk was formatted and the software was reloaded. The system calibration and configuration files were reloaded. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not store images. No patient injury was reported.